Event description:
Black oil substance coming out of blade. Ten minute delay and a back up device was available to complete the procedure. There is no additional info available at this time.

Manufacturer narrative:
Evaluation of the returned product shows that the inner blades also scored and the outer blade sightly bent. The discharge from the blades consists of the silicone lubricant mixed with the fine metal particulate from the blade. This condition is consistent with abnormal metal-metal contact.